Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms on 25mar2024 with hypertensive urgency and their mean arterial pressure (map) was in the 130 range. Medications were adjusted and the patient was taken for a ramp study with a right heart catheter (rhc). The rhc results were as follows: right atrium (ra) 8, pulmonary artery (pa) 70/22 (38), pulmonary capillary wedge pressure (pwcp) 16, fick cardiac output (co) / cardiac index (ci) 3.4/1.6 with map 115. The patient's medications were then increased to losartan 50mg twice daily, metoprolol succinate 50 mg daily, and sildenafil was added. The pump speed was increased to 5500 rpm. The low flow alarms were confirmed to have been hypertension related and the alarms resolved following treatment. The patient was stable and discharged on 26mar2024.